Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the end of the procedure when stapling the slits on a laparoscopic gastric bypass, staples fell off the instrument during first five firings and fell into the patient's cavity. Surgeon retrieved the staples with a grasper. No patient injury.